Manufacturer narrative:
Result of investigation: the vyaire technician received uim assembly and inspected the uim externally, they found scratches on plastic covers. The uim was installed onto avea test station and was attempted to power uim in to user mode verifying software (3.10a), and all led's would light up. The uim successfully powered in to user mode operating properly. The reported complaint was confirmed.this is an obsolete component, older display not compatible with new gde. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: the vyaire technician inspected of the gas delivery and it did not show signs of physical damage to it. It was determined that the device was improperly maintained.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr replaced the gas delivery engine (gde) and the unit continued to have issues. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that avea is having fio2 lower volumes. At this time, there is no information regarding patient involvement associated with this event.